Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. The product will be returned.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification; it passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test, replace battery now alarms or power loss alarms noted. However, low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The device was received with minor scratches on case, cracked select button keypad overlay, faded serial number label and minor scratches on lcd window.